Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial: (B)(4); batch: 7078543.

Event description:
It was reported that the patient experienced paralysis from the waist down following a spinal cord stimulation implant procedure. The patient underwent an explant procedure. The physician assessed that the paralysis was a result of compression to the patient's spine. The patient is pending placement in a rehabilitation facility and has recovered 80 percent of her function.